Event description:
Information received from the field notes high impedances of 1736 ohms to 1775 ohms in the bipolar configuration while unipolar impedances were 295 ohms to 302 ohms. Capture was adequate and sensing on the ventricular lead was not possible as the patient did not have an underlying ventricular rhythm. When the generator was programmed to the unipolar configuration, no inappropriate inhibition was noted. The system will be monitored.